Event description:
Caller tested 2.6 inr on the coaguchek xs system while a comparison lab returned as 1.7 inr. The caller's coumadin dose was increased based on the lab value. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.